Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the device would not fire completely. An endogia was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking 3.49723. Ees #.981203/c. D5,6; g4: information not available, device not returned for analysis.

Manufacturer narrative:
Tracking #.49723. Ees #. 981203/c. D5,6; h4: information not available, device not returned for alalysis.